Event description:
It was reported that the user experienced a pairing failure while attempting to connect a new dexcom g7 sensor, after initially entering an incorrect pairing code. Guidance was provided to switch the app setting from g6 to g7, use a magnet over the sensor, and reattempt pairing with the correct code, which restored pairing, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed an incorrect pairing code, leading to a pairing failure. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.